Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 490 mg/dl at the time of the incident. The customer's parent reported that last night her daughter had an alert of 360mg/dl as sensor glucose and 490mg/dl as blood glucose. The customer's parent stated she tried to bolus for the high blood glucose and received an insulin flow block alarm. The customer's parent will call back to troubleshoot. The insulin pump will not be returned for analysis.